Event description:
Failed dental implant which was placed in 1999. This is a late failure. Accompanied by bone loss, pain and implant mobility. The implant was fully restored and had been functioning for 6 years. The implant and crown came out as a single unit.